Event description:
Found during routine testing. The customer called and reported that device intermittently locks up when powering up. There was no patient associated with the report.

Manufacturer narrative:
The customer reported that the device was permanently removed from use in the hospital.